Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The fm was changed from optical signal issue to placement signal issue as the customer stated that flow was also unreliable indicating this is the dp sensor. The data logs were observed and drift was seen to start about 35 hours into the case on 10/29. The placement signal drifts down while the flow drifts up for about 25 hours before going out of range. The product was returned and there were no damages found to the device or dp sensor. The electrical resistances were in range. The pump was tested in a pressurized flow loop for 48 hours and dp sensor drift was seen about 55 minutes into starting the pump. The placement signal drifted down while the flow drifted up for about 25 minutes before completely going out of range. The root cause of the placement signal issues is due to sensor drift. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella rp pump was implanted in a patient for circulatory support. The complainant reported that the impella rp had a placement signal unreliable alarms. The alarm was disabled.